Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4) event occurred in the united states. The patient reported that occlusion issue with the infusion set site which led to high blood glucose of 537 mg/dl on (B)(6) 2024. The patient received correction bolus via pump. The patient received changed trusteel infusion set only and resumed insulin. The customer did not test for ketones. No further information available.